Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead had increased threshold and increasing and high pace/sense impedance measurements. It was also reported that the atrial lead had dislodged after implant, but was not revised. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.